Event description:
It was reported during an unknown therapeutic procedure, error e433 appeared on the generator, and output became impossible. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was not returned to olympus for inspection; therefore, the reported event was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during an unknown therapeutic procedure, error e433 appeared on the generator, and output became impossible. There were no reports of patient harm.